Manufacturer narrative:
Isi has not received the sureform 60 reloads involved with the reported event. Therefore, the root cause of the customer reported failure mode could not be determined at this time. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. The first sureform 60 stapler instrument part number 480460-08, lot l90191023-0212 had fired six reloads (one white sureform 60 followed by five blue sureform 60). All firings were completed per the logs with no pauses. Two of the installs with blue sureform 60 reloads did have a couple incomplete clamps prior to a completed clamp and fire. The second sureform 60 instrument part number 480460-08, lot l90191023-0305, had fired one blue sureform 60 reload. The firing was completed per the logs with no pauses. There was one incomplete clamp prior to a completed clamp and fire.

Event description:
It was initially reported that during a da vinci-assisted liver resection procedure, the sureform 60 stapler instrument allegedly failed to staple the liver. As a result, the patient experienced bleeding, and the robotic procedure was converted to an open traditional surgical procedure to control the bleeding. On 23-january-2020, intuitive surgical, inc. (Isi) contacted a nurse at the site and obtained the following additional information regarding the reported event: the surgeon had five to six successful fires with the sureform 60 stapler instrument up until when the incident occurred. The sureform 60 stapler had a blue sureform 60 reload installed and was clamped on liver tissue. The nurse does not recall if the sureform stapler instrument had a 100% clamp. The surgeon could not manipulate the sureform 60 stapler instrument on the tissue; hence, they could not fire. The surgeon then unclamped the sureform 60 stapler instrument with no issues, and used a backup sureform 60 stapler instrument with another blue sureform 60 reload installed. The second sureform 60 stapler instrument fired successfully. However, the patient allegedly experienced bleeding. At that point, the surgeon converted to a traditional open surgical procedure. The estimated blood loss was approximately 3500 ml. The patient was administered four units of blood. Isi made additional attempts to obtain additional information. However, no further details have been received as of the date of this report.